Event description:
The customer reported a false reactive alinity I toxo igg result on a female pregnant patient. Results provided: (B)(6) 2025 sid (B)(6) = 7.3 iu/ml, repeated sample on (B)(6) 2025 = 0.2 iu/ml, another alinity = 0.1 iu/ml, new sample (B)(6) 2025 sid (B)(6) = 0.1 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, review of the device history record, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends. A review in the corrective and preventive actions (CAPA) system did not identify any nonconformances, potential nonconformance or deviations associated with lot number 73693be00 and the complaint issue. The overall performance of alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I toxo igg reagent lot 73693be00 was identified. This report is being filed on an international product, list number 7p45-32 that has a similar product distributed in the us, list number 7p45-45, with 510k/PMA/bla number k210596.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6).

Event description:
The customer reported a false reactive alinity I toxo igg result on a female pregnant patient. Results provided: (B)(6) 2025, sid (B)(6) = 7.3 iu/ml, repeated sample on (B)(6) 2025 = 0.2 iu/ml, another alinity = 0.1 iu/ml, new sample (B)(6) 2025, sid (B)(6) = 0.1 iu/ml. No impact to patient management was reported.